Event description:
It was reported that the device was broken/damaged. Display issues. There was no patient involvement.

Manufacturer narrative:
H9 continuation: z-2939-2020 & z-0950-2017 this device was evaluated and repaired through service repair process. Upon visual inspection the service technician noted that they replaced upper latch door, u4 display, lower pressure sensor, bezel assembly, rear case discolored membrane, and iui (inter-unit interface) rib damage. Based on the findings, service determined that the reported issue was due to broken/damaged door kit assembly. Device history record a review of the device history record showed the device had a manufacture date of 26feb2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device was broken/damaged. Display issues. There was no patient involvement.

Event description:
It was reported that the device was broken/damaged. Display issues. There was no patient involvement.

Manufacturer narrative:
Additional information was added to h10. The investigation is still pending. A follow up report will be submitted once the failure investigation has been completed.